Manufacturer narrative:
(B)(4) the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
Note: this manufacturer report pertains to one of two devices used in the same procedure. Refer to manufacturer report # 3005099803-2016-00018 and manufacturer report #3005099803-2016-00058 for the other associated device information. It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an endoscopic variceal band ligation procedure performed on (B)(6) 2015. According to the complainant, during preparation, the trip wire of the first device (captured by manufacturer report # 3005099803-2016-00018) was torn. The firs speedband was exchanged for a second speedband device (captured by manufacturer report #3005099803-2016-00058). During the procedure and inside the patient, the physician attempted to deploy the bands; however, all of the bands but the alert band misfired one after another and were not synchronized with the audible click of the handle as it was turned. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Received one speedband superview super 7 device for analysis with residue present on the device indicating use or handling. A visual examination of the device found the ligator head still sealed inside the pouch. It was noticed that the trip wire was unbroken and bent. The handle slot presented evidence of previous attempt of securing the trip wire. A functional evaluation of the handle was performed by turning the handle knob at 180 degrees and an audible click was heard, no issue was noted with the handle assembly. Based on the event description and evaluation of the returned device, the condition of the returned unit was not consistent with the reported complaint and the reported complaint was not confirmed. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications.

Event description:
Note: this manufacturer report pertains to one of two devices used in the same procedure. Refer to manufacturer report # 3005099803-2016-00018 and manufacturer report #3005099803-2016-00058 for the other associated device information. It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an endoscopic variceal band ligation procedure performed on (B)(6) 2015. According to the complainant, during preparation, the trip wire of the first device (captured by manufacturer report # 3005099803-2016-00018) was torn. The firs speedband was exchanged for a second speedband device (captured by manufacturer report #3005099803-2016-00058). During the procedure and inside the patient, the physician attempted to deploy the bands; however, all of the bands but the alert band misfired one after another and were not synchronized with the audible click of the handle as it was turned. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.